Event description:
It was reported that during a routine follow-up 17 months post implant, the generator was found at elective replacement indicator (eri). Measured data for the device revealed high current drain.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
A final analysis found that the pulse generator exhibited premature battery depletion. The device was implanted for 1.54 years, 4.425 years less than the expected 75% published longevity. Battery current was in the normal range. No information was received from the field regarding device settings.